Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyf1498 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when preparing to replace the product, the nurse practitioner found rust on the metal handle after getting the new product.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of corrosion present is confirmed but the exact cause is unknown. One replacement connector for 4fr groshong nxt clearvue PICC was returned for investigation in sealed packaging. Brownsish/red particles were observed through the clear film and appeared to be concentrated near the metal portion of the connector. The particles appeared to be oxidation of the metal portion of the connector. A potential cause of the oxidation could be attributed to the storage conditions. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. As particles that appeared to be rust were observed within the sealed packaging, the complaint is confirmed but the exact cause is unknown. Reynosa evaluation: the complaint of ¿obvious rust on the metal handle¿ is confirmed but the exact cause is unknown. According to the visual photo evaluation the particles appeared to be oxidation on the metal portion of the connector. The oxidation could be attributed to the storage conditions. The cause of this condition is unknown. A lot history review (lhr) of reyf1498 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when preparing to replace the product, the nurse practitioner found rust on the metal handle after getting the new product.